Event description:
It was reported that there was a package labelling issue; the exterior device package indicated the catheter was a polarx fit, however it was a polarx 28mm, with a different lot number. During an ablation procedure, a polarx balloon catheter was selected for use. When attempting to inflate the device from its normal state to the second stage during processing, the second stage inflation icon for the fit feature was not visible on the smartfreeze console screen. Upon investigating why this happened, it was observed that the lot on the handle of the balloon was different from the lot on the outer box and inner package labels. While the exterior package stated this was a polarx fit balloon, upn: m004crbs2010, the device inside the packaging was a polarx balloon, upn: m004crbs2000. As such this feature is not available on the polarx balloon m004crbs2000. The device was replaced, and the procedure was completed without patient complications. The device and packaging are expected to be returned for analysis.

Manufacturer narrative:
Block a2: the patient's exact age was not reported; however, the patient was reported to be over the age of 18. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a package labelling issue; the exterior device package indicated the catheter was a polarx fit, however it was a polarx 28mm, with a different lot number. During an ablation procedure, a polarx balloon catheter was selected for use. When attempting to inflate the device from its normal state to the second stage during processing, the second stage inflation icon for the fit feature was not visible on the smartfreeze console screen. Upon investigating why this happened, it was observed that the lot on the handle of the balloon was different from the lot on the outer box and inner package labels. While the exterior package stated this was a polarx fit balloon, upn m004crbs2010, the device inside the packaging was a polarx balloon, upn m004crbs2000. As such this feature is not available on the polarx balloon m004crbs2000. The device was replaced, and the procedure was completed without patient complications. The device and packaging are expected to be returned for analysis.

Manufacturer narrative:
Block d4 (model number and catalog number) has been updated with additional information received during device return. Block a2: the patient's exact age was not reported; however, the patient was reported to be over the age of 18. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, the polarx fit device was visually inspected, and no problems were observed. The outer box and pouch were not returned for inspection, and as such, the allegation of mislabeled outer box and pouch could not be evaluated further. However, the device handle has a serial number printed on it that does not match the manufacturer's lot that is printed on the box and the provided inserts. This is to be expected as the manufacturer's lot information is different than the serialized product number. The serialized product number is printed on the handle earlier in the manufacturing process, and groups of devices are later consolidated into batches, which are assigned and labeled with a common lot number on the pouch and outer box during the packaging process. A review of the device history record confirmed that the lot number provided in the complaint (0033269946) corresponds to the serial number printed on the device handle (33263744-003). Product analysis did not confirm the reported event of device labeling issue. Functional testing was performed; the device was connected to a known functioning console, a "catheter does not match expected values" error occurred. The console could not connect to the catheter, indicating a firmware issue (eeprom data) which has been shown to reset the catheter software to factory default values. This software corruption causes a reset change of the catheter's "first use date", resulting in a mismatch within the system, and prompting this error. The catheter was connected to a eeprom reader and data confirmed a discrepancy between the catheter's recorded first use date and the date the event was reported to have occurred. Connection of the device to a breakout box was performed to evaluate the catheter identification information based on the eeprom data. It was determined that the polarx ID/serial had been reset to the factory default setting. This led to the device being recognized as a polarx 28mm catheter instead of the polarx fit catheter. An investigation to address this issue is in progress.